Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was on medication and it was causing his blood glucose to rise extremely high without him even eating. The customer's blood glucose level was 500 mg/dl. The customer declined troubleshooting for the high blood glucose. The device will not be returned for analysis.